Event description:
It was reported that the patient with this left ventricular (lv) lead had possible infection. The patient had chest redness and tenderness that was resolved with antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service.